Event description:
Upon receipt (inspection) of the device, the vendor reported that a stain was found on the stainless steel on the portion of the intracardiac sucker that goes to the machine side. There was no patient involvement.